Event description:
The distributor in (B)(4) reported that the unit failed the transducer circ press test "circ press: 32 failed". The distributor in (B)(4) reported that there was no patient involvement.

Manufacturer narrative:
The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning main pcba. The distributor in (B)(4) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty main pcba for evaluation. As of april 17, 2015 the alleged faulty main pcba has not been received. Should the alleged faulty main pcba be received and evaluated, a follow-up medwatch report will be submitted.

Manufacturer narrative:
Failure analysis: received vela main pcba pn: 52850, sn: (B)(4) was received into the carefusion failure analysis lab for investigation. The carefusion failure analysis lab technician installed main pcba into a known good vela pn: 16532-00, sn: (B)(4), powered it on in service mode, reviewed the event log and noticed multiple xdcr fault events recorded. The carefusion failure analysis lab technician performed a pressure transducer calibration per the service manual (B)(4) on pressure transducer pt801. The pressure transducer failed to calibrate at 0cmh2o. The vela was then powered on in the operating mode and reported problem was duplicated. The vela has a "xdcr fault" alarm in displayed in the alarm banner on the screen. Findings/root-cause: reported problem was duplicated and isolated to bad pressure transducer pt801 pn: 68354 on the main pcba.